Event description:
It was reported that the fenestrated bipolar forceps instrument cables were frayed and sticking out of the instrument at the pulley during a da vinci prostatectomy procedure after approximately ten minutes of use. The instrument was exchanged for a backup instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No part number or serial number was provided.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.